Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient was prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Additional information was received that the infection was at the midline incision site. Symptoms were redness and swelling. The physician believed that the infection was directly due to the procedure, not the device.

Manufacturer narrative:
Additional information was received that the patient had postoperative infection after the initial implant procedure. Infection was cleared.

Event description:
A report was received that the patient had postoperative infection.

Event description:
A report was received that the patient had postoperative infection.

Event description:
A report was received that the patient had postoperative infection.

Event description:
A report was received that the patient had postoperative infection.